Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient fell directly on the ins site and the site became inflamed. Consequently, the patient's ipg was explanted and replaced.